Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channel error (240.4150) during infusion of remdesivir. The infusion was transferred to an alternate pump to finish infusion. There was patient involvement, but no patient harm.

Event description:
It was reported that the channel error (240.4150) during infusion of remdesivir. The infusion was transferred to an alternate pump to finish infusion. There was patient involvement, but no patient harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, concomitant med prod data. Additional information: device eval by manufacturer, imdrf annex e, f, a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint of a channel error (240.4150) during infusion of remdesivir was confirmed during log review and replicated during testing. The pump module was programmed for a ¿basic¿ infusion at a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The suspect pump module did not reproduce the error code 240.4150. The asm analog sensor task was performed, the pump module bottle side and patient side pressure sensors were found to be out of specification. A temporary replacement of the bottle side and patient side pressure sensors was carried out on the pump module for testing purposes only. The sensors were found to be within specification. A review of the suspect pump module error logs showed an error 240.4150.(sensor_broken_high_failure) the day of the reported event, at 8:09 am. From (B)(6) 2025, eleven (11) instances of error 240.4150 were recorded; this error indicates a malfunction on the bottle side pressure sensor. From (B)(6) 2022, to (B)(6) 2025, nine (9) instances of error 241.4140 (sensor_broken_low_failure) were recorded; this error indicates a malfunction on the patient side pressure sensor. On (B)(6) 2025, at 8:05 am, the first infusion the day of the reported day was programmed with the suspect device by guardrails drugs with a rate of 250ml/h and vtbi (volume to be infused) of 250ml. The profile in use was identified as ¿(3) adult ICU/theatre¿. At 8:09 am the infusion stopped by a channel malfunction (error 240.4150) with a total volume infused of 1.402ml, then, the pump module was powered off. No further infusions with the suspect device were performed the day of the reported event. The alaris¿ system with guardrails¿ suite mx user manual v9.33 states that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused component. Root cause: the root cause of the reported issue ¿channel error (240.4150) during infusion of remdesivir¿ is attributed to a malfunctioning pressure sensor. Note that this report lists imdrf annex a040502, a0709, g0301204, g02017, c0601, c16, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.